Event description:
It was reported the patient received the following results within 15 minutes: 488 mg/dl at 6:00 p.m., 252 mg/dl at 6:05 p.m., and 79 mg/dl at 6:15 p.m. The patient felt groggy and was able to self-treat with 2 glucose gel packets. The paramedics were called due to his symptoms and the blood glucose fluctuations. The blood glucose result was 129 mg/dl around 6:30 p.m. On the paramedic's meter. The paramedics did not provide treatment since the patient was feeling better. The patient was not transported to the hospital. The patient received a blood glucose result of 49 mg/dl around 6:45 p.m. On his blood glucose monitor.